Event description:
Patient got burn blisters when using thermacare neck/pain [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. An 86-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at single for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient got burn blisters when using thermacare neck on an unspecified date. The patient had stuck the thermacare directly on the skin in the neck area and after 2 hours she felt pain and removed the patch. It had formed a blister, which had to be treated by a physician. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28nov2018): new information received from the same contactable pharmacist incudes patient data (age), device data (frequency, action taken), additional event information (pain), treatment details and course of event. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Comment: based on the information provided, the event of burn blisters as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Patient got burn blisters when using thermacare neck [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient got burn blisters when using thermacare neck on an unspecified date. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], patient got burn blisters when using thermacare neck/pain [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. An 86-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at single for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient got burn blisters when using thermacare neck on an unspecified date. The patient had stuck the thermacare directly on the skin in the neck area and after 2 hours she felt pain and removed the patch. It had formed a blister, which had to be treated by a physician. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Follow-up (28nov2018): new information received from the same contactable pharmacist incudes patient data (age), device data (frequency, action taken), additional event information (pain), treatment details and course of event. Follow-up attempts have been completed and no further information is expected. Follow-up (12jun2020): new information received from product quality complaint group includes investigation results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received.